Manufacturer narrative:
Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the solex catheter with lot # 90035. Correction in h10. Correction for the name of the catheter from quattro to solex..

Manufacturer narrative:
The reported complaint of the user experienced resistance and unable to remove the catheter due to balloons of the catheter were not properly deflated was confirmed through visual inspection and functional testing. The 1st loop of the distal end of the serpentine balloon was observed kinked and stuck. The timing of the kink cannot be determined, however, the target temperature management protocol was successfully completed, so it is likely that the balloon kinked at the start of the removal process. That is why the catheter balloon could not be deflated. Customer reported the tip of the catheter was not visible on the x-ray, however, provided information did not specify when the reported issue was observed by the customer, during the catheter placement/removal procedure or this was a customer feedback about the catheter. No additional information was provided by the customer. The solex 7 catheter has a marker bands embedded at the distal tip and on the other proximal end of the balloon to assist in identification of the catheter when viewed using x-ray equipment. Unable to further investigate the visibility of the solex 7 catheter. Visual examination of the returned catheter was performed, and it was observed a blood residue on the catheter's balloons and on proximal luered tubing, in addition, under a microscope, the 1st loop of the distal end of serpentine balloon was kinked. During functional leak test, all infusion ports were flushed without resistance. The in/out luers were unable to flush due to kinked and stuck serpentine balloon. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed in the middle of serpentine balloons, unrelated to the reported issue. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 90035. Zoll medical safety assessment: event was serious because required intervention to remove the remaining catheter. Event probably related to solex catheter due to the fact that catheter required intervention for removal.

Event description:
As reported, upon removal of the solex 7 catheter, the user experienced resistance and unable to remove the catheter. Interventional radiology (ir) performed a minimally invasive surgical procedure to remove the catheter. Per a reporter, the balloons of the catheter were not properly deflated and the tip of the catheter was not visible on the x-ray. The patient regained consciousness and no patient consequence was reported.